Manufacturer narrative:
During inspection and testing, the power supply did not work due to a broken fan. A review of the device history record found no deviations that could have caused or contributed to the power supply not working. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the broken fan in the power supply was due to a faulty switching regulator. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (brightness adjustment issue) was confirmed during testing. Service found the light intensity could not be adjusted due to a worn socket slider switch. In addition, the lens base was cracked, and the lamp life exceeded five hundred (500) hours. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during preparation for use, the brightness on the subject device did not automatically adjust and could not be manually adjusted. Troubleshooting was attempted and did not resolve the issues. The customer also reported the light was dim after the main lamp was replaced. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the power supply did not work. This report is being submitted for the malfunction found during evaluation (power supply not working). There was no harm or user injury reported due to the event.